Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on all the contacts and the lead was likely fractured. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.